Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to non-capture, and there was no indication of greater than two seconds of asystole. No additional adverse patient effects were reported. This lv lead was returned for analysis.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to non-capture, and there was no indication of greater than two seconds of asystole. No additional adverse patient effects were reported. This lv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to non-capture, and there was no indication of greater than two seconds of asystole. No additional adverse patient effects were reported. This lv lead was returned for analysis. Additional information received reported that prior to the left ventricular (lv) lead revision, this patient was admitted to the hospital due to lv lead non-capture at maximum output. Upon opening the device pocket, the physician found that an infection had eroded the lv lead sutures. As a result, it was suspected that the lv lead had pulled back, as it was no longer secured. This lv lead was explanted, replaced, and returned for analysis. It was noted that the newly implanted lv lead was in a good position with adequate pacing threshold and impedance measurements. No additional adverse patient effects were reported.